Event description:
The 5319g wilson frame's base was found broken and the pads and foot pads were also damaged. Our technician also noted that there is a crack in the back side of the base. This product came in as a repair and not a complaint. No pt or healthcare injury is related to this event.

Manufacturer narrative:
Failure unk, investigation on-going. No pt or healthcare injury involved in this incident.